Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 an unknown amplatzer amulet left atrial appendage occluder was selected for implant using a 14f torqvue delivery sheath for a left atrial appendage (laa) closure. During the procedure, the activating clotting time was 281 seconds. The unknown amulet device was determined to be too small and was replaced with a 28 mm amulet device for implant. During deployment of the 28 mm amulet device, a thread-like fiber on the distal end of the lobe was noted on the x-ray. The device was removed and a new 28 mm amplatzer amulet left atrial appendage occluder was used with the same delivery sheath. The device was implanted. The procedure was completed with the new device with no adverse consequences to the patient. The patient was stable.